Event description:
There was no iab in the user carton. There was an insertion kit. The insertion kit was used and another user carton was opened for a new iab. No item was returned to datascope for evaluation. (Event complications: none from the event - reported 06/11/97). (Pt's current status: unk-rpt'd 06/11/97).

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.